Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that their top aligner cutting into their gums and they are too tight and turning their gums white. Patient did file the aligners that made them slightly better. Photos sent by patient show irritation is present between #8. Provided gum tissue and blanching recommendations for comfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.